Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet returned

Event description:
The sales representative reported on behalf of the customer that the trs-robo-8 anchor tissue retrieval system device was being used during an unknown procedure on approximately (B)(6) 2026 when it was reported ¿the pouch fell off the retrieval system on the first attempt to retract the bag. The product was at the back table but never made it to the pt¿s sterile field.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.